Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The logs indicated the device detected insufficient supply pressure and automatically stopped gas delivery; therefore, it is presumed the warning activated. Since the warning sound cannot be confirmed in the log, it was impossible to determine whether the sound had actually been emitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit exhibited that the gas pipe had forgotten to be connected and the procedure was started. The issue was found during a pediatric respiratory case (pneumothorax) surgical therapeutic procedure. The operation proceeded for about one hour without gas supply and when the air supply button was pressed, it was noticed, the pipe was reconnected. It was reported that the alarm did not sound even though the pipe was not connected. The intended procedure was completed with same device. There were no reports of patients¿ harm.

Manufacturer narrative:
Updated: b5, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the logs indicated the device detected insufficient supply pressure and automatically stopped gas delivery; therefore, it is presumed the warning activated, and since the warning sound cannot be confirmed in the log, it was impossible to determine whether the sound had actually been emitted. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated b3: date of event.